Event description:
During a laparoscopic hysterectomy while using the lcs16, the device could not be aligned properly even with the key wrench in place. The device was making an odd crunching noise. A second lcs16 was opened to complete the case without incident. There was no consequence to the pt.